Manufacturer narrative:
Following return and completion of the analysis process, this event will be further updated.

Event description:
Boston scientific crm received information that this lead suddenly broke during the attempted implant procedure. As a result, the product was removed and expected to be returned for post market evaluation. No adverse patient effects reported and replacement noted with another bsc lead model.